Manufacturer narrative:
Section d and section h updated with lot information. H3: device was not returned for root cause analysis. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint could not be confirmed and without the return of the used samples, a comprehensive failure investigation could not be performed, and a probable could not be determined.

Manufacturer narrative:
B5: additional information was received that it was unclear if side effects reported by the patient were a result of receiving extra 5fu versus other systemic chemotherapy. There was a patient involvement and unknown patient harm/adverse event reported. H3: neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Manufacturer narrative:
E1: facility name "carepathrx specialty pharmacy & infusion solutions" h3/h6: neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the device had an internal quality assurance on their infusions and noticed an increased trend of air in line alarms along with infusion ending 2.5 hours early. Per reporter, it had an air in line that was firing. The customer calculated delivery accuracy and some cases the infusion was in the spec, but in others the accuracy ranges from 11.5% up to 21%. The product fault occurred while in use with a patient. No patient harm/adverse event reported.